Event description:
It was reported that the neptune waste management rover was difficult to roll because of the casters. The rover nearly tipped over while wheeling it down the hall, they were able to catch it before it fell over. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
A field service representative was sent to evaluate the device and an investigation is pending. The serial number of this device has not been identified at this time. This report will be updated when the evaluation is complete.